Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control feature failed to work and leaked blood during use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "started a 20 guage IV lot#014757 on 10/30 and the blood control technology failed to work" "started a 22 guage IV lot #0169672 on 11/2 and the blood control technology failed to work".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control feature failed to work and leaked blood during use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "started a 20 guage IV lot#014757 on (B)(6) and the blood control technology failed to work" "started a 22 guage IV lot #0169672 on (B)(6) and the blood control technology failed to work"